Event description:
It was reported that a pump triggered an altitude alarm, leading to a stop in insulin delivery. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support instructed the caller to clean the speaker holes and reconnect the cartridge, but insulin delivery did not resume immediately. Upon further instruction and using a new cartridge, the pump resumed normal operation, resolving the issue.